Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer stated that his blood glucose would not go down and there seemed to be kinked in the lines. The customer was advised to monitor the pump and call back to do high pressure test.

Manufacturer narrative:
The customer has called back to perform the high pressure test. The customer's blood glucose at time of incident: 86 mg/dl. The help line assisted the customer with performing the high pressure test. The customer was asked if the insulin pump alarmed in less than 5.0u during the high pressure test: response 3.0u. The customer was advised the insulin pump is working and to monitor and call back if the issue reoccurs. The device is not returned.